Event description:
It was reported, the video system center image did not appear, even when the camera head was connected (when it did appear, there was image noise mixed in). The intended therapeutic procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found rear panel text rubbing, battery depletion, and dark coloring due to circuit board fatigue. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Complete establishment name (e1): (B)(6) hospital.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no video is output when the camera head is connected, or noise is mixed in even if video is output due to a communication failure caused by corrosion on the video connector contacts. Olympus will continue to monitor field performance for this device.